Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer treated the low blood glucose level with food. The customer declined the low blood glucose troubleshoot. The customer called to report calibration not accepted. The customer was advised if calibration is unsuccessful to wait at least 15 minutes before attempting another calibration. The customer was advised if blood glucose readings are significantly different than sensor glucose readings to wash hands and calibrate again to possible resolve the issue. The customer was advised to monitor blood glucose and sensor glucose. The product will not be replaced. The product will be returned for analysis.